Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows lot# 7578337 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient was revised from a trochanteric fixation nail (tfn) to a bipolar hip due to complaints of pain. The patient was implanted with a tfn, helical blade and two 5.0 millimeter locking screws on (B)(6) 2014 for treatment of a hip fracture. Recently, the patient complained of hip pain. An x-ray revealed that the helical blade had cut through the proximal portion of the femoral head. Due to the pain and loss of fixation, the surgeon decided to remove the tfn and revise it with a bipolar hip. The patient underwent the revision on (B)(6) 2014. It was reported that surgery went smoothly with no delays in the removal of the tfn, helical blade and screws. The patient outcome was successful after the removal. This is report 2 of 2 for complaint (B)(4).